Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had undersensing seen on stored electrocardiograms. The lead remains in use. It was further reported that the right atrial (ra) lead had intermittent atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.